Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2017-00479. Follow-up identified the patient's leads were explanted on (B)(6) 2017. The patient's hematoma and numbness issues resolved without further intervention.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2017-00479. It was reported the patient presented to the emergency room a day post implant due to numbness and weakness in his legs. An MRI revealed the presence of a hematoma in the epidural space. As such, the patient's leads were explanted (exact date is unknown). The patient regained sensation in his legs thereafter. The patient is reportedly doing well and has been released from the hospital.